Event description:
It was reported that the subject device did not display a picture. The issue occurred during setup or inspection for use (during room setup or prior to the patient entering the room). There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the reportable malfunction was identified during the device evaluation: faulty board. A root cause could not be identified. Based on the results of the investigation, it is likely the picture could not be displayed due to the faulty board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.